Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the handset would stick on 90% and it would take 10 minutes for the handset to clear before finally giving them the next step. The patient said that it would give them a big round circle, however then it would skip the next steps and they would have to start over about four times. The manufacturer's patient services specialist (pss) understood that the patient had concern of seeing the progression of screens as the device would connect. The patient stated that they would typically bolus 12-14 times a day. Pss reviewed data and walked the patient through deleting the data. The patient was able to connect to the pump without any lag. The patient said during the call that the connection went really fast. The patient saw code 156 on the screen during the call. Pss assisted the patient with clearing the code. The patient will call back if further assistance is needed. The patient provided product feedback regarding the external equipment during the call. The patient said that the external equipment was not user friendly like their previous 8835 programmer.